Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Five representative unopened samples that pertain to product code vcp310, lot ua2abd and one representative unopened sample that pertain to product code vcp422 lot 100st8 were received for analysis. Product code vcp310h. Due to this mismatch, a further investigation was performed., the samples were reviewed against our system and revelated that the product code vcp310, lot ua2abd was manufactured on january 3, 2024, with an expiration of december 31, 2028. The product code vcp422, lot 100st8 was manufactured on may 1, 2024, and has an expiration date on april 30, 2029. According to the manufactured dates, there were four months of difference in the time between the manufacturing of both products, therefore these lots were not mixed in our manufacturing sites. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Device history review: a manufacturing record evaluation was performed for the finished device 100st8/vcp422h and no non-conformances / manufacturing irregularities related to the malfunction were identified. Mfg. Date: may/01/2024. Expiry date: apr/30/2029. A manufacturing record evaluation was performed for the finished device ua2abd/vcp310hcn31 and no non-conformances / manufacturing irregularities related to the malfunction were identified. Mfg. Date: 01/03/2024. Expiry date: 12/31/2028.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1 - this medwatch is being voided as this device was not involved in the event.

Manufacturer narrative:
Product complaint (B)(4). - please clarify, did any alleged deficiency occurred with the devices (34) of product code vcp310h - lot ua2abd? If so, please provide details. --please refer to the event description, other information requested is unknown.

Event description:
Product mix. It was reported that there are 2pcs of vcp422h (lot 100st8) found in the box of vcp310h (ua2abd). There is no report on patient's injury. Please refer to the photos of the products. No additional information could be provided.